Manufacturer narrative:
(B)(4). Batch # = n9054r. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed (B)(4) clips as intended and (B)(4) partially formed clips due to an anti-backup failure. In addition, the instrument locked out as intended but the orange indicator was found undertraveled. Please note that this condition is unrelated with the report incident. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling of the device, the ratchet pawl was found damaged causing anti-backup failure. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic inguinal hernia repair procedure, the device would not fire from the first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.